Manufacturer narrative:
On 05aug2025, an authorized service provider (asp) evaluated the device at a repair center and observed the device to power on and start up without pressing the power on or off button. It was also confirmed that the device did not immediately power off when the power was turned off. The user interface (ui) printed circuit board assembly (pcba) was replaced to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional test before returning the device to the customer ready for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an unexpected turn on that wouldn't turn back off. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. It was provided by the customer that the issue was observed during a regular inspection of the device. The device suddenly started up, and when it was attempted to be shutdown using "the normal method," it would not stop the startup. The customer pressed and help the power button for several seconds, and then the device displayed the stop screen and stopped. A restart did not resolve the issue, so the customer contacted the sales representative. The sales representative arrived at the hospital and could not confirm the alleged issue, so the device was collected for evaluation by an authorized service provider (asp) at a repair center. This investigation is ongoing.